Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test by the facility, the subject device repeatedly tested (B)(6) for following bacteria: on (B)(6) 2018, the biopsy channel tested (B)(6) for (B)(6) (33 cfu/ml). On (B)(6) 2018, the biopsy channel tested (B)(6) for (B)(6) (896 cfu/ml). The angulation knob on the control section tested (B)(6) for (B)(6) (13 cfu/ml). It was reported that the routine culturing tests indicated no microbial growth for the distal end and suction channel. The biopsy channel was reportedly replaced in (B)(6) 2017 other detailed information was not provided from the facility but there was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the instrument channel tested positive for unspecified bacteria (15cfu/channel) and the air/water channel tested positive for staphylococcus aureus (6cfu/channel). After additional reprocessing for the subject device, additional microbiological testing was conducted again. In the test, the test result indicated no microbial growth for the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".